Event description:
It was reported that a patient reported discomfort at the vns generator site and stated that it has been painful for a while. It was also reported that the patient "blacked out" and it is unclear whether the loss of consciousness is related to the vns or the discomfort. Further information was received that the patient is "doing much better". No additional relevant information has been received to date.